Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report taking the patient to the hospital to receive training on sensor insertion. While there two vials of blood were drawn and sensor insertion was performed at the patient's arm. The patient had not yet eaten lunch, but the patient's blood glucose reading at the time was 200. After sensor insertion, the patient started to vomit and passed out. The patient was moved to the emergency room where they were treated with zofran and ibuprofen. The patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation. Problem could not be confirmed. It should be noted that the dexcom user's guide that the sensor insertion site for pediatrics is the abdomen and upper buttocks. Sensor insertion site on the arm is against the user's guide instructions. The root cause could not be determined. It should be noted that diabetes mellitus is a known cause of fainting.